Event description:
Patient admitted to hospital with chest pain, taken for cardiac cath. Left anterior descending artery (lad) completely occluded. Attempt to recannulize the lad. Started with a 6-french jl 3.5 guiding cath. The cath was seated right at the ostium of the vessel and a balance middle weight (bmw) wire was advanced over a 2.0 x 12 mm balloon. It was quite difficult to get the wire through the distal part of the lad because of significant tortuosities and lack of guide support. However, after multiple attempts, able to advance the balloon to the mid part of the lad; however, could not advance the balloon beyond a curved area in the lad. There were two back-to-back 180 degree curves in the mid part of the lad resembling the letter m, could not advance beyond this area. Decided to use high-torque floppy wire. The bmw wire was removed. Due to significant tortuosity & lack of guide wire support could not advance high-torque floppy wire either. Pulled out wire, the tip of the wire sheared off completely & stayed behind in the vessel. Appeared it snapped and the core was sheared off completely.